Manufacturer narrative:
Medwatch report#: mw5103740. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was safety shield failure. The following information was provided by the initial reporter. The customer stated: "the safety shield came apart. After completing a blood draw the staff member attempted to engage the safety mechanism and it came apart from the needle leaving an exposed needle. The staff member was attempting to close the safety mechanism by placing the needle on the table. This occurred when the needle was on the table."